Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working and had a blank display. The customer reported that the insulin pump usually gives an error but currently the screen is blank. The customer reported that the blood glucose was 4.5 mmol/l at the time of call. The customer reported that he had changed the battery and still had a blank screen. Troubleshooting was performed. The display did not return on the insulin pump. The insulin pump is expected to return for analysis.